Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. The customer stated that the alarm has occurred on a daily basis. Customer did not know the blood glucose reading at the time of the call. Advised that the customer will be connected to the helpline for troubleshooting assistance. Nothing further reported.